Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received button error alarm and buttons were harder to press as well. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined to report to 24 hours technical support department. Customer reported that the battery life was diminished and batteries were not lasted more than 7 days. Customer stated that there was crack near the screen. The insulin pump will not be returned for analysis.